Manufacturer narrative:
Exemption number e2017019. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, kemnath (manufacturer). Siemens has completed the technical evaluation of the reported event. The investigation confirmed a product issue. The root cause was identified as a corrupted reconstruction table. A technical fix for this issue has been developed and will be implemented.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Patient's exact weight at the time of event was reported as (B)(6). Patient height was 23.23 inches. (B)(4). Siemens has initiated a technical investigation of the reported event. A root cause has not yet been identified. A supplemental report will be filed upon the completion of the investigation.

Event description:
It was reported to siemens that a (B)(6) infant patient had to be rescanned due to a somatom definition edge system malfunction. After initial scanning of the patient's head, the images could not be reconstructed. The patient was then successfully rescanned on the same day. Though no patient injury was reported, this event is being reported due to the additional radiation dose. The infant was initially admitted to the picu on (B)(6) 2019 due to ams (altered mental state) and confusion (not related to the second scanning procedure) and was discharged on (B)(6) 2019 awake and oriented.